Event description:
The customer reported that the unit did not display an image. No patient injury was reported.

Manufacturer narrative:
The ge service rep positioned the pcb on the ccd camera and performed functional checks. The system is operating as intended.